Event description:
During a low anterior resection procedure, there was difficulty seating the retaining pin on multiple attempts. Surgeon repositioned device on more than one attempt before the pin was properly seated. Also, there was difficulty locking the device when the closing lever was activated, which might have contributed to a tear in the rectal tissue. A device of a different product code was used to complete the case.